Event description:
Revision surgery - the patient had a revision reverse shoulder prosthesis and fell before it was healed. As a result, the glenoid broke.

Manufacturer narrative:
The reason for this revision surgery was to remedy a broken glenoid after 5.5 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 63rd complaint for this part number: 33 due to dislocation, eight due to trauma, seven due to infection, four for dissociation, two for instability, two for pain, one subluxation, one hematoma, one poor bone quality, one loose joint, one impingement, and one implant was dropped. This is the first complaint for this lot number. The root cause for the broken glenoid was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.